Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not responding to the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has already calibrated the touchscreen and taken apart the user interface (ui) assembly, and after he placed it back together, it still had issues. After further troubleshooting, the customer informed that it started working fine, and it responded to the touch. The device passed required performance verification tests per philips standards. The rse provided parts ID for the touchscreen in case the problem returns. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.